Manufacturer narrative:
(B)(4). The customer responded to a good faith effort via email on 12-jan-2022 and stated the endocope was not used on any patient, so no patient involvement. They did mention that the endoscope was used for a colonoscopy on (B)(6) 2021, which we believ is incorrect, as the failure was called into pentax customer service on (B)(6) 2021. The user facility also confirmed that they perform pre-procedural checks and use for the product involved as well as follow any instructions for use of accessories and reprocessing. They use a steris aer and use steris I endo 540 perecetic acid for reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 30-dec-2021. The endoscope is pending inspected by pentax medical service technician under service order (B)(4) as of 24-jan-2022. The investigation is in-process. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 07-jan-2022, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 02-apr-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-apr-2015. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The information provided indicated that there was no video image involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The event was observed in the operating room during inspection. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary it was not possible to identify the faulty part from the information obtained. Possible causes of image failure include ccd failure, ccd cable breakage, and driver board failure.